Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced discrepant glucose readings in which the cgm displayed persistent lows while a contemporaneous fingerstick indicated a high value, leading the user to ingest carbohydrates for perceived hypoglycemia, delay meal announcement, change infusion site, disconnect from the ilet, and administer corrective insulin via mdi; the user later replaced the cgm sensor after education on compression-induced false lows and resumed within-range glucose thereafter. Symptoms included thirst consistent with hyperglycemia, without loss of consciousness or need for medical intervention. Outcomes included transient hyperglycemia that the user treated with back-up therapy and that resolved without hospitalization. Investigation included case assessment, user interview, review of cgm behavior, and troubleshooting and education regarding compression lows, sensor replacement, and reconnection timing after mdi. Investigation of this case revealed cgm compression artifact causing falsely low sensor readings while the blood glucose was elevated, which prompted unnecessary carbohydrate intake and subsequent hyperglycemia; the pump and infusion set were not found to malfunction, and no device alerts for sustained hyperglycemia were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the transient hyperglycemia and that sensor compression was the most consistent contributing factor.